Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 559-600. Customer delivered a bolus and an occlusion alarm occurred. Pump supplies were changed and occlusion was resolved. Customer went to the emergency room and was admitted to the hospital for the stomach flu and diabetic ketoacidosis (dka). Intravenous insulin and electrolytes were administered. Elevated bg/dka were resolved with no permanent damage. Customer was discharged on (B)(6) 2018. As the pump supplies were changed, a cause of the occlusion could not be determined.